Event description:
Event verbatim preferred term, related symptoms if any separated by commas. Needle is lodged under her skin and the site is tender, injection site pain. Needle is lodged under her skin, injury associated with device. Needle broke, needle issue. Case description: this serious spontaneous case from ireland was reported by a diabetes nurse specialist as "needle is lodged under her skin and the site is tender(injection site pain)" with an unspecified onset date, "needle is lodged under her skin(needle injury)" with an unspecified onset date, "needle broke(needle broken)" with an unspecified onset date, and concerned a female patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy", patients height, weight and body mass index were not reported medical history was not provided. On an unknown date, novofine 6mm needle was found lodged under patient's skin. The needle broke and was left under the skin as patient was unable to get it out. The site was also tender. Batch numbers: novofine 6mm (31g): 19h16m. The outcome for the event "needle is lodged under her skin and the site is tender, injection site pain" was unknown. The outcome for the event "needle is lodged under her skin, needle injury" was unknown. The outcome for the event "needle broke, needle broken" was unknown.

Event description:
Case description: dosage regimens: novofine 6mm (31g): investigational result: name: novofine 31g, batch number: 19h16m. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission case was updated with the following: - investigational result updated. - imdrf coding updated. - narrative updated accordingly. Final manufacturer's comment: 31-mar-2022: the suspected device (novofine 6mm 31g) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 6mm 31g. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2022-00008. Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary: name: novofine 31g, batch number: 19h16m. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broke [needle issue]. Needle is lodged under her skin and the site is tender [injection site pain]. Needle is lodged under her skin [injury associated with device]. Sometimes leave the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from ireland was reported by a diabetes nurse specialist as "needle is lodged under her skin and the site is tender(injection site pain)" beginning on (B)(6) 2022, "needle is lodged under her skin(needle injury)" beginning on (B)(6) 2022, "needle broke(needle broken)" beginning on (B)(6) 2022, "sometimes leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy". Patient's height: 152 cm. Patient's weight: 87 kg. Patient's bmi: 37.65581720. Current condition: hypertension, hypothyroidism, diabetic retinopathy. Concomitant products included - humalog(insulin lispro), mirtazepine teva(mirtazapine), rosuvastatin, ozempic 1 mg(semaglutide) solution for injection, 1.34 mg/ml, gabapentin, thyroxine(levothyroxine sodium), tresiba flextouch(insulin degludec) solution for injection, amitriptyline, folic acid, vitafen(aceclofenac), esomeprazole, roactemra(tocilizumab). On 25-jan-2022, novofine 6mm needle was found lodged under patient's skin. The needle broke and was left under the skin as patient was unable to get it out. The patient could see the tip of the needle on skin and tried to remove it but it disappeared. The site was also tender. No intervention was required for the events. It was reported that patient did not reuse the needles and was trained in the usage of needles. The patient would always remove and apply a fresh needle when the next injection was due. The patient also ensured the needle was properly attached to the pen at 180 degree angle. The patient felt it was slightly more difficult to push the needle under the skin. On 14-feb-2022 the outcome for the event "needle is lodged under her skin and the site is tender(injection site pain)" was recovered. On 14-feb-2022 the outcome for the event "needle is lodged under her skin(needle injury)" was recovered. On 14-feb-2022 the outcome for the event "needle broke(needle broken)" was recovered. The outcome for the event "sometimes leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. Preliminary manufacturer's comment: 28-feb-2022: it was reported that sometimes the patient leave the needle attached to the pen in between injections. This product handling error could have contributed reported event of needle broke and needle injury.